Event description:
It was reported that the ilet pump¿s display screen cracked during a baseball game collision, after which the screen showed lines and became unreadable, preventing meal announcements and supply changes while blood glucose was reported at 87 mg/dl and not affected. Symptoms included no injury and no adverse clinical effects. Outcomes included the need for device replacement and continued cgm monitoring using the dexcom app or receiver. Investigation included customer interview, verification of shipping details, and instruction on device shutdown to prevent further alerts. Investigation of this device revealed physical damage to the display consistent with impact, resulting in loss of display function while the device otherwise did not exhibit alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was user-environmental impact leading to screen damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.